Manufacturer narrative:
.

Event description:
The customer reported a loss of settings with no possibility to use the device. Further information was provided that the defibrillator lost time, date, and settings after the power was lost. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a loss of settings with no possibility to use the device. There was reportedly no patient involvement; the customer reported that the device was not in clinical use.